Event description:
The customer reported that the back of the reservoir compartment came out. The customer stated that he pushed back the circular part into the insulin pump and seems to be working. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with physical damage loose drive support disk.